Manufacturer narrative:
The reported event was patient deceased. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related MFR report number: 2017865-2023-94009. It was reported that a patient passed away due to heart failure. It is unknown if the implantable cardioverter defibrillator system caused or contributed to the patient death.